Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on for transmitter with serial number 8ljeqx. However, receiver with serial number pl92512608 was returned for evaluation. An external/exterior visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver download retrieved and attached was performed and passed. Receiver functional test was performed and passed. A review of the receiver logs was performed and signal loss was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The reported event of loss of connection is reportable based on data does not reflect on incident date 09/03/20 and receiver passed testing. No injury or medical intervention was reported.